Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 02/17/2023, it was reported by a sales representative via phone that an ar-2324kpslc peek knotless swivelock's eyelet fell off. This occurred during an acl reconstruction on (B)(6) 2023 when backing up the graft and inserting the anchor the eyelet fell off. The metal damaged the suture making the device unusable. This step of the case ended up being skipped as it was used as additional support. There was no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.